Event description:
It was reported that when using the bd pyxis¿ medstation¿ es med ID not showing the customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medicine identification ncorkit was not showing in the refill report. A technical support specialist (tss) dialed into the server, ran an inventory report without using medication filter and confirmed that the medicine was showing up. Tss then verified the facility formulary and searched the medicine using the name and identified two medicines have same name. Tss advised the customer to modify the name of the one of the medicines and confirmed that the issue was resolved and both the medicines would show up on the filter and the report without any issue. The system functioned as intended after the technical support specialist troubleshot the device.